Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, high capture threshold and increased pacing lead impedance were observed. The device was reprogrammed. The patient condition was good.